Manufacturer narrative:
The device has not been returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had an optic out of order. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department confirmed the customer¿s error description and identified the following: - the optical system was broken. - the eyepiece was broken. - the eyepiece was missing. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.